Event description:
Report received from a facility in switzerland states that the cutter was not cutting properly during the procedure. There was no impact or injury to the patient.

Manufacturer narrative:
The device has not been returned for evaluation. The lot number of the device was not provided therefore we were unable to review the sterilization and lot history records.